Event description:
Customer reported that the insulin pump returned a button error alarm. Customer reported that he had recently slept on the insulin pump's buttons. Blood glucose level was not provided. No further information was provided.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery alarm test and displacement test. The insulin pump buttons all responded properly and no button error alarms were noted. The insulin pump was received with a cracked case at the display window corners, cracked battery tube threads and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).